Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was locked out when the device was fired on the lung parenchyma at the 3rd firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. If echelon, during which stroke did the event occur? ---n/a. What color cartridge was being used? ---green. What other color cartridges were used before and after this event? ---the device was not used before and after this event. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---may be no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the force of firing was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no information. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the firing was the 1st of this device. Echelon was used prior this event without any problems. The target tissue was thick. The device could not be fired at all.

Manufacturer narrative:
(B)(4): firing trigger teeth. The analysis results found that the atg45 device was received with the firing mechanism damaged as the firing trigger was jammed halfway. A reload was loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.